Event description:
Routine check of code cart suction. After turning on suction, machine made loud noise and the canister appeared to have imploded causing shards of plastic and air pressure towards employee's face